Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device was operating well and then half way through the case, the device stopped cutting. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.